Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was inflated in the ureteropelvic junction (upj) and it was noted that the ureter separated virtually like a "split". A stent was placed to the injury and it was expected that the injury will heal over time. The procedure was not completed due to this event. Reportedly, it was suspected that the injury could be due to the pressure of the balloon in the ureter. It was reported that the balloon stayed intact and there was no alleged malfunction or deficiency of the occluder balloon catheter during the procedure. There patient's current condition was reported to be good.